Event description:
A pt reported experiencing inaccurate erratic results with an otb original meter. The pt's blood glucose results were 149 mg/dl, 167 mg/dl, 96 mg/dl. Tests were done within <10 minutes with a difference of 31%. Pt did not experience any adverse events. No further info has been reported. Note: customer using expired strips.